Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had presented an f-49 alarm. The cause of the condition was determined to be a discharged battery. To correct the condition, the battery was replaced. The device was serviced to meet specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump presented an f-49 alarm. It was not specified when in the process this occurred. The step of setup or therapy during which this occurred is unknown. It was not reported whether a patient was involved. No additional information is available.